Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021 (approximated event date), the patient's infusion set's tubing detached/broken at the site connector after one day of use for two infusion sets in the last month. Therefore, his blood glucose level was 190 mg/dl for first and 225 mg/dl for the second, at the time of the event. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.